Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the left side on (B)(6) 2009. The pt was revised on (B)(6) 2013 due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical technique not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).